Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspectionns & results: bullet tip condition conforming, desufflation lever condition conforming, inner gasket condition conforming, obturator condition nonconforming, outer gasket condition nonconforming, reset button condition conforming, sleeve condition nonconforming, stopcock condition conforming, trocar condition nonconforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon inquiry info received and visual examination, it was confirmed that reported "nurse found a torn gasket" was a cut outer gasket measuring approxmately 1/16". Obturator was received disassembled, all pieces were received in a separate sealed pouch. No conclusion could be reached as to how this damage had occurred. Co reviews each incident as it occurs in an effort to continuously improve products and processes.

Event description:
It was reported the device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the nurse found a torn gasket while opening the package. There was no pt consequence.